Event description:
Blood leak occurred at the beginning of treatment and was noted by the dialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate. Blood from the dialyzer was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed with a new dialyzer of the same lot and completed without incident. No pt injury or medical intervention was reported per gambro qa.